Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was successfully placed in the stomach during a procedure performed on (B)(6) 2026. It was reported that post procedure, the peg tube was dislodged from the stomach. Following this event, the patient developed a fever. Unfortunately, by the time the nursing staff and physicians identified the underlying cause, the condition had already progressed beyond recovery. Surgical interventions were attempted to wash out the abdomen, but unfortunately, these measures were unsuccessful, and the patient passed away on (B)(6) 2026.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a051201 captures the reportable event of feeding tube dislodged or dislocated. Imdrf patient code e230101 captures the reportable event of fever. Imdrf impact code f02 captures the reportable event of death. Imdrf impact code f19 captures the reportable event of required surgical intervention.